Event description:
A home patient contacted baxter's technical service center regarding a "check supply line" alarm received during the prime cycle in anticipation of their automated peritoneal dialysis therapy. Reportedly, the home patient's transfer set was connected to the patient line of the homechoice set during prime. Baxter's technical service center assisted the home patient in ending the procedure early. The home patient setup with new supplies to perform therapy. No patient injury or medical intervention was associated with this incident, per the home patient.